Manufacturer narrative:
The intraocular lens was received and visually inspected and found to have one haptic distorted. There was also evidence of viscoelastic (opthalmic viscosurgical device) on the lens. This is not unusual for a lens that has been explanted at implant. The most likely cause for the distorted haptic is due to user handling as the initial report from the customer reported that the haptic had been broken while loading the lens into the cartridge. All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Event description:
It was initially reported that the haptic of the intraocular lens (iol) was broken while loading. The physician was half way done inserting the lens when the patient moved during surgery. The physician could not refold the lens. The physician did not use any sutures; however, he did have to make a bigger incision. No patient injury was reported.

Manufacturer narrative:
(B)(4) - incision enlarged. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.